Event description:
It was reported that during a routine follow up visit a patient alert was noted and a memory bit flip was suspected. A device manual guided restore (mgr) has been planned. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow up visit a patient alert was noted and a memory bit flip was suspected. A device manual guided restore (mgr) has been planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that the device experienced an electrical reset.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.